Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The customer reported on (B)(6) 2014 at 5:20 am he activated a new pod and his blood glucose, carbohydrate intake and insulin history is as follows: time: 5:29 am, bg (mg/dl): high (>500) and 500 (retest), bolus (u): 2.5; unk time, 600. He gave himself a manual injection of 5.0 units of insulin. He went to the emergency room and upon arrival his bg was reading 598 mg/dl. He was then admitted into the intensive care unit for diabetic ketoacidosis and his "iron gap was too big". They placed him on an intravenous drip of insulin, potassium and magnesium. At 6:30, the pod was deactivated.